Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient experienced ventricular fibrillation and cardiac arrest which was addressed with an external defibrillation. Upon interrogation, it was noted that the implantable cardioverter defibrillator undersensed a slow ventricular tachycardia resulting in inhibition of high voltage therapy. No device intervention was performed and the device remained implanted. The patient was recovering.